Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the driver's distal tip was broken-off and twisted. The driver met all material specification as received. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or not fully seating the driver into the screw during tightening. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a tsa procedure, while the surgeon was using the t15 long driver to insert the peripheral screw, the tip of the driver broke off and stayed lodged in the screw itself. The surgeon tried to remove the broken piece but it was not coming out it was completely lodged in and almost flush with the screw/baseplate. The tip was unable to be retrieved and is now implanted under the patient's glenosphere. Once the glenosphere was inserted over the broken tip, the case was completed. There were no post op images taken. Patient is a male, (B)(6).